Event description:
Systemic infection noted in 2002 following vaginal hysterectomy, grade 4 cystocele repair and pelvic sling performed in 4/2002. Sutures used were prolene sutures. Treatment for infection included antibiotics, gentimycin 80 mg every 8 hours for two days and discontinued. The second day patient was on vanco every 12 hours for four days. Also given flagyl and kaopectate. Cultures showed multiple microorganisms/anaerobic bacteria. Cat scan showed abscess. Tissue implant was removed and patient was treated w/IV antibiotics (vancomycin) and sent home w/levaquin and flagyl. Patient currently doing well.